Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided in the journal article. This article was written by michael berend, keith berend, hal cates and philip faris. This report originated from a manuscript submitted to journal of arthroplasty titled, "the custom triflange implant for revision of severe acetabular defects: planning, implantation and results."

Event description:
A patient identified in the article had open reduction internal fixation due to femoral fracture. There has been no further information provided and the patient outcome is unknown.